Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: without a wire in the system, they repositioned the delivery sheath then tried inserting the dilator to reposition again and felt resistance. The dilator somehow went through the sheath wall. Right common femoral vein access. Completed the procedure with another cook celect ivc filter. Patient outcome: no penetration or perforation trauma or damage that they are aware of. Patient was ok. No additional issues or complications.